Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that they had an issue with the sensor. They had to forcefully insert the sensor to the customer¿s body. The transmitter did not blink when connected to the sensor. When they removed the sensor, the cannula was not fully on the sensor. It just had the tip. The customer¿s blood glucose during the incident was between 95 mg/dl to 100 mg/dl. The sensor will be returned for analysis.